Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up device check, approximately 10 months post implant, this right ventricular lead exhibited decreased sensing and low pacing measurements within normal range. Additionally, troubleshooting revealed oversensing of noise most likely due to myopotentials. The x-ray confirmed the lead was partially dislodged. The right ventricular lead was surgically abandoned and replaced with new lead. Per the physician discretion the implantable cardioverter defibrillator (ICD) was replaced at the same time. No adverse patient effects were reported.